Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 5 for the same event. It was reported that during a cochlear implant surgery, it was observed that the "burr wobbled at speeds as the drill gets started" when in use with a motor and an attachment device. The reporter stated that another burr/cutter device was used and the user observed the same event. There was a five minute delay to the surgical procedure. A spare attachment and burr/cutter device were available for use. The surgical procedure was completed successfully with the spare devices. The reporter clarified that there was patient involvement. However, no injuries, medical intervention or prolonged hospitalization were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.